Event description:
It was reported that "ten minutes after insertion of the indwelling urinary catheter and intravesical instillation of gemzar through the catheter, the patient reported significant leakage via the urethra. The catheter was properly capped and dry. The leakage was confirmed to be coming from the urethral meatus. I had to remove the catheter and replace it with one of a different brand. The patient also reported unusual intravesical discomfort." Additional information received on 23 march 2026 reported that "the patient had to be catheterised twice and was exposed to leaks of chemotherapy medication on the skin on her buttocks, thighs and vulva. The affected areas were washed with soap and water and treated with diphoterine spray. The patient reported unusual intra-vesical discomfort but has been discharged from hospital."

Manufacturer narrative:
(B)(4).